Manufacturer narrative:
Event is still under investigation.

Event description:
It was reported that as a 6 x 15 mm stent was being deployed in the left lower sfa from a right femoral approach, the stent allegedly began to stretch and elongate, when the physician was retracting the sheath. The physician allegedly stopped the retraction, but the stent continued to elongate. Reportedly, after deployment, there were two narrowed segments. One was minimal, and one was flow-limiting. The flow-limited segment was treated successfully with another short stent and angioplasty. No patient injury.